Event description:
It was reported that the customer received a no delivery alarm while during a bolus delivery. The customer's blood glucose was 260 mg/dl. Troubleshooting was done. Advised customer to run a manual prime of at least five units, and insulin did exit the tubing. However, the customer still received a no delivery alarm. Explained that the alarm may have been caused by an infusion set or reservoir occlusion. Advised to replace the infusion set and reservoir as soon as possible. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump passed displacement, rewind, basic occlusion, occlusion, prime/force sensor system and excessive no delivery test. No unexpected no excessive no delivery alarm noted. Unit received with full segment display due to open lcd driver on lcd board. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.